Event description:
On (B)(6) 2012, the distributor contacted animas alleging that there was a load step malfunction and the pump did not recognize the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows one "no cartridge detected" warning on (B)(4) 2012. The black box also indicated that the pump was right out of the box and never used. During testing, the pump stopped immediately at 205 units after the load step, and the status screen reads 210 with no cartridge inserted. When a cartridge was inserted into the pump and the pump was primed, and occlusion alarm occurred after running a basal program. The pump was opened and inspected, and investigation revealed a misaligned circuit board component. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.